Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the site was not able to register due to patient tracker not being recognized. Site had the tracker connected to port1 on the instrument interface and tried different ports and after trying a few different ones, the patient tracker was recognized. There was no reported impact to patient out come and no reported delay. Additional information received indicated that the type of procedure was a standard functional endoscopic sinus surgery (fess) in which the navigation was aborted. There was no impact to patient's outcome and no surgical delay time.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A0709: patient tracker not being recognized a0907: not able to register d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, software version #: 2.1.0 product ID: 9735825, ubd: unknown, UDI#: unknown f1908: delay of less than one hour f26: no patient impact g02008: software go2018: emitter h3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. H3, h6: software analysis was performed. It was found that there was insufficient information to determine whether a software anomaly contributed to the event. Codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.